Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the event occurred because the watertightness of the distal end metal section was not secured and water or moisture may have intruded into the endoscope, causing the image sensor unit to be broken. The event can be detected/prevented by following the applicable chapters in the instructions for use: instructions for ltf-s190-5 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope image disappeared when the tip is bent. The issue occurred during preparation for use and a similar device was used to complete the operation. There were no reports of patient harm.